Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 780 hematology analyzer was giving excessive h&h (hemoglobin/hematocrit ratio) check fail error message. Customer reported that there was a clear fluid leak in the vicinity of the white blood cell (wbc) bath. Customer reported that the volume of the leak was approximately 40 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found leaking at valve vl57a when a sample was processed. The fse replaced the yellow striped tubing, and cleaned up the fluid. The fse also performed preventive maintenance.

Manufacturer narrative:
(B)(4).